Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a leakage occurred from the aff valve of the enteral feeding set during feeding of alginate for one hour. There was no patient injury.

Manufacturer narrative:
A device history record could not be reviewed because a lot number could not be provided by the customer. However, all record from manufacturing lots were reviewed and ensure that products were released meeting all quality release specifications at the time of manufacture. Although the actual complaint sample was sent via fed ex, there is a delay with receipt of the sample and based on current conditions, it is unsure if the sample will be released to us for evaluation. If the sample is returned, it will be forwarded to the supplier for investigation. Based on the reported condition, a formal corrective/preventative action (CAPA) was opened with the supplier to address the root cause and corrective actions. Included in the CAPA are process improvements for the inspections of the process router parts and tooling modification and validation. Currently the CAPA is pending implementation and validation said to be completed within the current year.